Event description:
During an in clinic follow up, it was noted the expected longevity remaining on the device was less then expected. Premature battery depletion was suspected. Technical support was contacted and recommended monitoring. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. The source of the high current draw was lost during analysis. The cause of the high current draw could not be determined.